Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, increased capture threshold and loss of capture was observed due to left ventricular (lv) lead dislodgement. Diagnostic imaging confirmed lv lead dislodgement. The issue was resolved by repositioning the lv lead. The patient experienced no adverse health consequences.